Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The downstream occlusion (dso) seal was worn and was replaced. Review of the event history log showed alarm: cassette unlatched and removed. The customer's reported problem was duplicated through functional testing. The complaint is confirmed. The root cause is a faulty latch lock flex. This was replaced and the device passed all functional tests. Service history identified the complaint was not related to a previous service of the device within the review period.

Event description:
It was reported that there was a latch lock error. There was no patient involvement and no harm/adverse event reported.